Event description:
Customer complaint alleges "during use, there was a connection failure between the blade and the handle and thus the light blinking (on / off)". Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "during use, there was a connection failure between the blade and the handle and thus the light blinking (on / off)".patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device sample was received for evaluation by the manufacturer. Customer also returned one handle with the sample. Light testing activity was performed on the mac 3 sample with the help of same handle which was sent by customer. We used our own battery in the handle. Both blade and handle worked perfectly. The device worked as intended. Customer complaint is not confirmed based on this testing. Root cause is undetermined. However, there might be the issue of week battery which were used in to the handle by user. No corrective actions will be assigned.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "during use, there was a connection failure between the blade and the handle and thus the light blinking (on / off)". Patient condition reported as fine.